Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure during the usual check-up, the staff reported a broken cable on the fenestrated bipolar forceps instrument. There were no delays and the procedure was completed successfully. The instrument had 7 lives left. The procedure was completed with no reported injury.